Event description:
The drain pipe running from the alinity c processing module was blocked and while attempting to dismantle it for cleaning the drain pipe came loose suddenly and liquid splashed out. The splash went onto the individual's face, mouth, and eyes. The individual followed their laboratory procedure and washed with soap and water. Blood was drawn. No further treatment was provided. Patient information: the individual was a 33-year-old male who was wearing glasses and a lab coat at the time of the event. There was no further impact to user safety was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The alinity c processing module was evaluated. It was determined that the waste decon assay tubing required cleaning, which resolved the reported event. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional complaints associated with the customer reported event. A review of tracking and trending did not identify an increase in complaint activity for the alinity c processing module or waste decon assay tubing with regard to the customer reported event. A review of the manufacturing documentation did not identify any issues for the waste decon assay tubing as it relates to the reported event. Labeling was reviewed and was found to address the reported event. Based on the investigation, the product performed as intended at the customer site and no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or waste decon assay tubing.

Event description:
The drain pipe running from the alinity c processing module was blocked and while attempting to dismantle it for cleaning the drain pipe came loose suddenly and liquid splashed out. The splash went onto the individual's face, mouth, and eyes. The individual followed their laboratory procedure and washed with soap and water. Blood was drawn. No further treatment was provided. Patient information: the individual was a 33 year old male who was wearing glasses and a lab coat at the time of the event. There was no further impact to user safety was reported.